Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implants regio 36 and 37 fractured. Construction was a crown placed on the implants. Patient suffered from periimplantitis, following bone loss and implant instability. Material analysis concluded: mechanical overloading of the implant. The long-term fracture of the screw must be considered relevant to the implant fracture.